Event description:
Customer reported 6060 pump was programmed to administer 0.8ml per hour. Upon a routine visit to the patient it was discovered that the rate had changed to 1.6ml per hour while in use on the patient. Pump was in continuous mode. The drug being administered was dilaudid. Pump was reprogrammed to the correct rated when discovered.